Manufacturer narrative:
(B)(4). Patient has a history of seizing and falling as well as balance issues.

Event description:
The patient was admitted to memorial hermann neurosurgery today for explant of the entire rns system due to hemorrhage at the rns lead site. The patient reported headaches before going to the hospital. No additional details have been provided by the treating center.